Event description:
Contact lenses illegally sold online without proper fitting or evaluation. Patient acquired discomfort and contact lens associated red eye with reduced acuity. FDA safety report ID# (B)(4).